Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events(s), where it was reported the devices experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was found that it was evaluated in the field and the issue was confirmed. MDR/mir codes have been updated to reflect this. Evaluation results findings (results/components): 1 device: fracture problem/part/component/sub-assembly term not applicable.

Event description:
No new information.